Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the keypad has been slow to respond over the past month, and yesterday, the up arrow and the ok button started sticking intermittently. She noted that the buttons require excessive force and multiple presses to obtain a response. The pt stated that the buttons still click and spring back as expected. She stated that the pump is exposed to water occasionally; denied physical damage to the rubber keypad; denied exposing the pump to cleaning products; and stated that she wears the pump in various places with a clip.

Manufacturer narrative:
The pump has not returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.